Event description:
Bi-lateral total knee arthroplasty performed in 2000. In 2002 pt reportedly heard a "pop" in right knee and radiographs indicated possible fracture of locking bar component. Revision performed in 2003, finding tibial locking bar broken with a portion embedded in the polyethylene bearing. Locking bar and tibial bearing components were replaced.